Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files by technical services found low flows on (B)(6) 2022 with high pulsatility index (pi) readings. The patient underwent an evacuation of a blood clot and chest washout on (B)(6) 2022. The low flow alarms resolved after the procedure, and the patient was progressing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms on (B)(6) 2022. According to the account, the patient underwent a reopening for evacuation of a blood clot and chest washout on that day. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. A review of the submitted controller event log file confirmed 5 low flow fault flags on (B)(6) 2022 that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 1.0 lpm. Of these faults, 3 lasted over 10 seconds and low flow alarms were triggered. These low flow events occurred when pi was high. No other atypical events were captured. The pump appeared to function as intended at the set speeds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information would be provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" also lists thromboembolism as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.